Manufacturer narrative:
The hill-rom tech found the side rail end tube missing its top ratchet rivets. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the rivets to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail is not latching. The bed was located at the account in 4 east. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).